Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Right ventricular lead artifact that caused noise reversion and false high ventricular rate episodes was noted. The artifact was reproduced via arm movement during interrogation. No intervention was performed. The patient is not dependent. The lead will continue to be monitored. No patient consequences were reported.